Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w non-sterile lot # 73j2000213 was manufactured on 09/08/2020 a total of (B)(4) pieces. Lot was released on 09/18/2020. DHR investigation did not show issues related to complaint. P/n 528236 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235, visistat 35w 6/box, lot# 73d2100584. The staplers were functionally inspected and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
We have received complaints after changing skin stapler from coviden to teleflex. The clamps do not adhere in the subcutaneous layer. It does not lock as it should. Have happened to many times and the customer want financial replacement.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related eve.

Event description:
We have received complaints after changing skin stapler from coviden to teleflex. The clamps do not adhere in the subcutaneous layer. It does not lock as it should. Have happened to many times and the customer want financial replacement.